Manufacturer narrative:
(B)(4). Date sent: 8/24/2020. Additional information: a photo was received for review. Upon visual inspection of one photo, the following was observed: the photo shows a sleeve device with a crack in the shaft sleeve. Based upon the photo received, the event described is confirmed, however no conclusion or root cause could be determined. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Additional information received: photos and video were received for review. Review is in progress and has not yet been completed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the endoscopic lobectomy, cracks were noted on the trocar. Changed to another device to complete the procedure. There was no patient consequence reported. The device could not be returned because the patient had an infectious disease no additional information could be provided.